Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red and open under back te pads. There was no alleged device malfunction contributing to the wound. The patient¿s hospital staff applied a bandage to the wound. Outcome of the irritation is unknown as follow up attempts were unsuccessful.